Event description:
It was reported that during testing conducted at the manufacturer facility, a two cuts exposing bare copper wires were found in the cable of the drill. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility, a two cuts exposing bare copper wires were found in the cable of the drill. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
During the device inspection, the reported event of the device having a cut cord with copper exposed wires was confirmed due to the cord jacket and wire insulation being damaged. The damage can be a result of sharp objects coming into contact with the cord.